Manufacturer narrative:
The reason for this revision was a joint fracture resulting in bone resorption. The tibia joint also became varus 12+ degrees after 4.6 years months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. (B)(4). A review of the product complaint report history showed this is the first complaint against this lot number and part. The root cause of the joint fracture was a fall that occured 9 months ago. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and fracturing their tibia; resulting in bone resorption 9 months ago. This created tibia deficit causing a 12 + degree various.